Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5399317 in question was manufactured at the osted site. Threshold analysis: a query was run on 24-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5399317. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the 5399317 was manufactured according to the work instruction (wi) version 71 and manufactured in the multivac m12 on 21-aug-2022, with a total of (B)(4) units. The assembly, lot 5399823 was manufactured according to the work instruction (wi) version 24 and manufactured in the quickset line, on 20-aug-2022, with a total of (B)(4) units. The assembly, lot 5399821 was manufactured according to the work instruction (wi) version 24 and manufactured in the quickset line, on 20-aug-2022, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 5399802 was manufactured according to the work instruction (wi) version 37 and manufactured in the gluing machine 04 -05 -08, on 17-aug-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a severe hypoglycemic event while driving, lost awareness, and ended up on the wrong side of the road. The patient was provided with a chocolate bar and soda and was subsequently hospitalized on (B)(6) 2025, with a blood glucose (bg) level of 87 mg/dl at the time of arrival. The length of hospitalization was less than 24 hours. No further information available.